Event description:
It was reported that this right ventricular (rv) lead exhibited high out or range shock impedances, measuring greater than 200 ohms. All daily measurements were tested and were normal, measuring 50-60 ohms. The ra vector measured coil to can greater than 200 ohms, the rv vector measured coil to can at 69 ohms, and the ra to rv measured 194 ohms. This lead remains in service. No adverse patient effects were reported.